Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. The pt expired 1/25/97, due to respiratory stoppage and cardiac arrest. Physician states, "death not related to lead or explant procedure."